Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdx sc, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1149267 rev f(may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the product was delivered with the seat adjustment bracket are welded unevenly causing the seat not to lock into place. There is a potential for unexpected fall injury. MDR filed.

Event description:
Customer alleges, seat height adjustment brackets are welded unevenly, causing the seat to not lock into place and that this is an out of box item. Replacement #(B)(4). No injury alleged.